Event description:
It has been reported to philips that during a procedure there was no video displayed on the flexvision screen. The system was restarted, but the system got stuck at start up, showing 00:00 on the screen. The ongoing procedure was stopped as the system was not operational. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the treatment procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and identified that the flexvision pc failed, causing loss of video on the felxvision screen and not being able to start up the system. Philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.